Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding patient receiving an unknown medication via an implanted pump. The patient reported that since the date of implant (doi) they didn¿t think the ptm (personal therapy manager) was working. The patient stated that they had been getting a "really weird error message that said to call you" and reported that since doi the communicator took a long time to find the pump. The patient stated that they had to charge the communicator daily and reported initially on doi the communicator didn't charge, but now the communicator charges. The patient further clarified that yesterday they got "the really weird error message to call you" but did not recall the message details and stated that it worked again after that. But today the communicator would not connect with the pump, and the blue light just kept flashing until it shut off. The patient stated that they just charged the communicator and confirmed the communicator was not plugged into the power supply when they were attempting pairing/communicating with the pump. The patient stated on the call that they were getting ¿communicator not found¿ and stated this screen continued to appear despite pressing retry. The agent walked the patient through pressing "switch communicator", but per the patient, the handset did not respond. The patient pressed cancel and then stated they got the following message: "system error, the system has encountered an unexpected error, please contact medtronic technical support, code: 0x1c97d160". The patient pressed restart and confirmed the message cleared. The agent reviewed telemetry best practices with the patient. The patient stated that it sat at 91% for "about 5 mins" when retrieving pump settings. The patient marked with a sharpie for the spot to communicate with pump but stated that if they didn¿t have the communicator in the exact spot, it wouldn't find the pump. The patient had tried lifting the communicator off the pump slightly and stated that it didn't help. The patient confirmed they had had no recent trauma/falls and confirmed they were able to successfully communicate with pump on the call and successfully deliver a bolus. The patient stated they still think there is something wrong with communicator and stated they had to charge the communicator daily because it didn¿t last 4 hours and then clarified that the communicator "light turns orange". The agent reviewed communicator battery indicator lights and inquired if the light turned yellow, but the patient stated it's "more of an orange". The patient confirmed the communicator was not plugged into the power supply when this light appeared and stated this had all been going on since doi. The patient was transferred to repair for a replacement communicator because they thought they had to charge up the communicator every day it was not working right even though the lights were working the way they should and because they had issues communicating with the pump.